Event description:
It was reported a proglide device was used at a 7f access site with post-close technique. Reportedly, when the knot was advanced with suture trimmer, the suture broke. As a result of the broken suture, the knot could not be advanced. Therefore, the suture was cut and removed outside the anatomy. Manual compression was applied to achieve hemostasis. There was no reported clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received: the proglide device was being used for closure of the right common femoral artery after an interventional percutaneous coronary procedure. No additional information was provided.